Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as it was sitting loose due to urethral atrophy resulting in recurring incontinence. The urethra was re-measured and replaced with a new belt cuff. The patient was stable following the procedure and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 800 occlusive cuff was visually inspected and microscopically examined. No leaks were found. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis was unable to confirm the atrophy and incontinence.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as it was sitting loose due to urethral atrophy resulting in recurring incontinence. The urethra was re-measured and replaced with a new belt cuff. The patient was stable following the procedure and the event resolved.